Event description:
It was reported that there was a barrel clamp not seated properly. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the top case was cracked by front left corner. Bottom case was cracked by l bracket screws and plunger head is cracked by all screws. During syringe testing and calibrate syringe size testing, the reported problem was duplicated. The root cause of the reported issue was found to be there was a cracked and broken barrel clamp guide. A piece of barrel clamp guide was wedged between the tapered spring and guide caused invalid syringe size. Replaced barrel clamp guide. Performed calibration on the pump and passed.